Event description:
It was reported that during a vats wedge resection procedure, on the fourth firing with a green reload the device would not staple. There was no patient impact. The device will be returned for analysis. (B)(6).

Manufacturer narrative:
(B)(4). The ec45 device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.